Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the drive support cap was protruding. She pushed it back and continued to wear it but experienced a high blood glucose level. The insulin pump was counting to delivery but no insulin was coming out. She reverted to a backup plan. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery tests or verify the motor error alarms due to the compromised force sensor system alarm. The pump was received with normal operating currents and passed the unexpected restart error test and self-test. The motor passed the motor test. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.